Manufacturer narrative:
(B) (4). (B) (4). Infection. The product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2010. After the procedure, the patient developed a "bacterial inflammation" on the exit sites. The patient had an infection with enterococcus. After treatment with antibiotics, the patient was fine. The surgeon and the nurse opined that this infection was a hospital-acquired infection.